Event description:
During a report for an alarm, the home patient (hp) reported that she changed the set, however, used the same bags. The technical service representative (tsr) explained the alarm to the hp and then explained proper set up procedures. The tsr then explained to the hp they would have to start over with all new supplies and start all over again. On (B)(6) 2011, product surveillance was contacted by the registered nurse (rn). The rn stated they were not aware of the event. The rn was made aware of the hp starting over without using new solution bags. The rn stated they would speak to the hp. There were no further details provided. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). On (B)(4) 011, baxter product surveillance contacted the registered nurse (rn) regarding the home patient (hp). The rn stated they hp was doing fine and has had no injury or medical intervention from starting over using the same solution bags on (B)(4) 2011. No further information is available.

Manufacturer narrative:
(B)(4). This report for a use error was confirmed. A label review was performed and found labeling to be adequate for the use error. The cause was determined to be user error. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.